Event description:
Pt was revised for unk reasons.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the u.s. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Updated information: revised for alval.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision - revision date (B)(6) 2011. Asr xl acetabular system (left) and (right) - bi-lateral. Reason(s) for revision: alval / soft tissue reaction. Update: reason for revision and date of revision confirmed as per update email received 30 april 2012. 27 april 2015 - update - left side - rcvd stem details, added all manu and exp dates for products, split dint as had both left and right. * patient is bilateral - for right hip see (B)(4)* 30 april 2015 - rcvd conf - email correct for sleeve. Added sleeve info.